Manufacturer narrative:
One used caresite valve, without packaging, was received for evaluation. The male luer tip of the caresite valve was observed to be broken off. Stress marks and jagged edges were observed at the area of the break. The broken piece or the involved midline catheter were not returned for evaluation. Without the lot number, a thorough investigation could not be performed. Based on the sample analysis results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event of unable to separate the midline catheter from the caresite. It appears the device was subjected to an undue force or pressure, causing the part to break. If additional pertinent information becomes available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If the physical sample is received or if additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the male luer lock ending of a caresite valve was inserted into a midline catheter. The midline catheter was then unable to be separated from the caresite. The clinician had to perform an invasive procedure to remove the midline catheter. A peripheral IV catheter was then started. The midline was not reinserted. Follow-up correspondence with the reporter indicated that the midline was an angiodynamics bioflo PICC that was cut down to fit the patient. The patient received normal hydration solutions. The reporter did not know the length of time the line was inserted in the patient.